Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had high impedance, even when repositioned. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.